Event description:
The pt received several inappropriate therapies for atrial fibrillation. Technical services and firmware reviewed the archive data and discussed that the device performed as it was programmed. Phantom programming was discussed. Per the family's request and the physician's clinical decision, the device was explanted.